Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated with some juice. The customer stated that he left his infusion set in when he tried to connect his sensor to the pump. The customer verified that he could see his sensor status on the screen. The customer declined to troubleshoot for low readings.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.